Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot #: n/a. Product ID: bi71000163, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. Testing revealed that all the batteries in the ias battery stack were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that replacement batteries were needed; the batteries had been depleted unexpectedly. There was no patient present when this issue was identified.